Manufacturer narrative:
Method: device history record review. Results: device history record review: after reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing process of the lens, but there is no direct evidence that leads to the root cause of this complaint. Conclusions: based on the complaint history, work order search and device history record review, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's left eye. The lens was not going to stay in the posterior chamber after implantation. The lens was removed and a vitrectomy was performed. Further information has been requested, but none has been forthcoming. A medwatch supplemental will be submitted when additional information is available.

Manufacturer narrative:
Medical review: os: reportedly intraoperative lens removal, from the eye of (B)(6)-years old patient, was performed to address lens dislocation. Vitrectomy was performed on the same surgery date. No additional information was received. It is very likely that either procedure related factor (capsular tear caused by phacoemulsification) and/ or patient related factors (posterior chamber anatomy issues or pre-existing ocular conditions such as compromised zonules) have caused or contributed to the reported vitrectomy. Based on the complaint history, work order search and medical review, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Pt age: dob (B)(6) 1927. Pt weight: unk. Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). : method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of this event could not be determined. (B)(4). Lens was discarded by the facility.